Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. There was no sample and/or photo available for evaluation. Based on the investigation, a root cause could not be determined within the scope of this evaluation.

Event description:
It was reported that the bd microtainer® quikheel¿ lancet had hemolysis problem. No serious injury or medical intervention reported.